Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, bleeding was noted at the access site. The jackson pratt drain had been emptied multiple times. The patient was given one unit of red blood cells. Additionally, the patient suddenly became somnolent/unresponsive. A computed tomography scan of the head revealed multiple recent infarcts. Per bedside nurse, patient had ¿mini strokes¿. The patient remains on support therefore explant date and patient outcome are unknown.

Manufacturer narrative:
The investigation for the reported stroke and access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke access site bleed could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.